Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. An operative report for the implant procedure was included in the attorney's report and indicates that in 2001, the patient was implanted with an unspecified marlex mesh to repair stress urinary incontinence, cystocele, rectocele and enterocele. No specific device failure has been alleged and the patient was reported to be in stable condition following the procedure, her clinical course beyond this time is unknown. We have contacted the initial reporter to request additional information. No lot number has been provided; therefore a review of the manufacturing records is not possible. Additionally, no sample has been returned for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: it is alleged on (B)(6) 2001, the patient was implanted with an unspecified marlex mesh to repair stress urinary incontinence, cystocele, rectocele and enterocele. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.